Event description:
The actual residual volume(arv) was greater than the expected residual volume (erv). The arv was 18ml, and the erv was 2ml. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter information: unknown. (B)(4).